Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the right ventricular (rv) lead was repositioned and reimplanted because it had pulled back. The lead remains in use. No patient complications have been reported as a result of this event.